Manufacturer narrative:
Analysis determined the ins was recharged to full on (B)(6)2016 and (B)(6)2016. The battery was allowed to deplete to the sleep mode on (B)(6)2017 and was not recharged again. It continued to deplete to an over discharged state. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_ext, product type: extension.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). The battery was changed in (B)(6) 2016. The patient had no pain relief or stimulation since the battery change. The patient wasn't able to charge the battery either. No factors may have led or contributed to the issue. The patient had a battery in the past so knew how to operate and recharge but was unable to do so with the battery. The actions and interventions taken included a lead check and the impedances were fine. It was reported that the extension was revised in both (B)(6) 2016. The patient had stimulation for a few days after the extensions were changed in (B)(6) 2016 but nothing since. The patient was not able to charge the battery either. The ins was explanted on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative clarified the extension revision occurred in (B)(6) 2016. The reason the extension was revised, implant and explant dates were unknown. The extension will not be returned for analysis as it remains in the patient.